Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. The procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, versacross connect for faradrive kit was selected for use. The physician made several attempts to land on the fossa and crossed in a mid anterior location. During the mapping portion of the procedure, the physician noted signs of effusion. The procedure was cancelled to perform a pericardial drain. The patient was kept for observation. The device is not expected to be returned for analysis (disposed). The patient heart was rotated. It was attempted six times to position on septum using versacross dilator. No imaging issues noted. Activated clotting time (act) was therapeutic. In the physician opinion, the versacross device did not contribute to patient complication.